Event description:
It was reported via a call from the cardiac cath lab (ccl) rn to the clinical support specialist (ccs) on (B)(6) 2015 at 4:49pm est that the rn stated that they had a patient (pt.) With an iab-05840-lws inserted through the sheath via femoral artery on (B)(6) 2015. Pt. Was admitted with chest pain and nstemi (non-st segment elevation myocardial infarction) on (B)(6) 2015 an iab was placed for hemodynamic support. Pt. Had prior history of coronary artery bypass graft and 2 stents placed. On (B)(6) 2015 pt. Went into flash pulmonary edema and was returned to the ccl. Pt. Was brought back to the ccl for intervention and they noted what appeared to be small clots of blood in the helium driveline tubing. The rn wanted to confirm if this indicated a rupture. The rn said there have been no alarms since the pt. Arrived back in the ccl. The rn transferred the call into the ccl and the css then spoke with the md. The md said the pt. Was under fluoroscope and it appeared that the iab was totally inflating. The css explained the small amount of blood may be indicative of a small rupture which occurred earlier in the therapy and the rupture may have sealed itself off,allowing the iab to inflate and with no alarms at this time. The md wanted to keep the iab in place until the intervention was completed and a closure device could be used due to anticoagulation. The md verbalized understanding that the iab was recommended to be removed within 30 minutes and they discussed the possible entrapment issues with the iab if left in place with a rupture. The css reviewed options for maintaining access if another iab needed to be placed. The css waited for the rn to come back to the phone, but the call was disconnected after a few minutes. At 7:00pm est the css was able to locate the patient in the cardiac surgery intensive care unit. The css spoke with another staff member who was caring for the pt. This staff member said the pt. Did not get an intervention and the md was currently removing the iab at bedside. At 9:45pm est, the css spoke with the same staff member who stated after the css last called the iab was being removed, but added "it stopped coming before it was out." The staff member said that the pt. Was placed under fluoroscope and there was no kinking in the iab. The md called the vascular surgeon to take the pt. To the operating room (or) to complete the removal of the iab. The staff member said the family "wants to take the iab home with them." The css explained that is not a determination that our company can make, but it would be up to the hospital. On (B)(6) 2015 at 5:10am est the css spoke with another rn who was now caring for the pt. The iab was removed in the or and the pt. The iab was removed in the or and the pt. Did have angioplasty on the vessel after removal. The rn said the iab did not return with the pt. And may be in the or. There was no acute disease found and the intervention was done. The rn stated the "patient is very stable." There was no report of pt. Death, complications or injury. There were no pump strips generated for review. The x-ray is not available for review. It was noted that the iabp used during this event was the autocat2wave, serial number (B)(4). The css called the hospital back and was able to speak with a staff member in the main or. This staff member was able to locate the iab and it is marked to be set to pathology as it was classified as device "removed from a patient" and that is their procedure/policy. The css tried to explain the circumstances of the device removal and our desire to get it sent back to us, but the staff member could not guarantee its return or where the iab may go after pathology is finished with it. The css asked the staff member from the or to attach a note to the iab to call the sales representative when it is able to be released to the company for return.

Manufacturer narrative:
(B)(4).